Manufacturer narrative:
Device evaluation: the cadd pump was received in good physical condition. No evidence available in event log. Performed functional testing, visually inspected the pump. Reported problem duplicated/replicated: yes, the customer's stated problem was verified. Inspected the pump and during power up, the error code 112 was found on the screen display. The error code 112 were referenced to motor issue. The customer reported condition was confirmed. Problem source is unknown.

Event description:
Information was received that a smiths medical cadd ms3 had a pump system fault (while testing. )no patient involvement.